Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise issue could not be definitively determined, however, the issue was likely due to leakage into the scope connector during user handling, resulting in damage to an electronic component. The event may be detected/reduced or prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation and the customer's allegation was confirmed. Due to corrosion on plug unit, image noise occurred and the image could not be seen. In addition, the adhesive on bending section cover (a-rubber) was worn out and the image signal had problem. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii bronchovideoscope caused the display to have a noisy image. The customer reported the issue was found prior to use with patient. The patient's therapeutic transbronchial lung biopsy was completed using a similar device. No adverse effects to patient reported. During testing and inspection of the returned device, the scope displayed no image when the angulation control lever was activated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.